Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Something that smelled awful came out of my vagina while wiping... Found it to be part of tampon [foreign body in reproductive tract] tampon shed a piece of itself inside my vagina [device breakage]. Case narrative: consumer reported via email that the tampon shed a piece of itself inside her vagina. No serious injury was reported.